Event description:
During office visit follow-up on 1/16/97, the pt had c/o "problem with long and ring finger of left hand." An x-ray confirmed broken prosthesis. Findings: "prosthesis have broken...the stem distally in both devices have broken. She is lacking full extension in the long finger and she has slight shift in the index finger."